Event description:
The facility rep reported a pump that infuses just a little bit and then stops. Info was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The customer reported unintended shutdown could not be confirmed during evaluation. The complaint will be closed on tracking and trending. Should more info become available, the complaint will be reopened and the new info will be added.